Event description:
It was reported that pump screen went blank unexpectedly, led stopped blinking, and pump required connection to power source to turn back on, with low battery capacity and no shutdown or power alerts recorded prior to event. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.